Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a month prior to contacting lfs. The patient reported blood glucose results of ¿230, 120 and 180 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient manages her diabetes with novolog insulin. It is not known if the patient made changes to her usual dose of medications. No symptoms were specified; however, it was reported emergency medical services (ems) was contacted. The patient reportedly obtained a result of ¿low¿ with the ems meter. The patient was given food and/ or drink as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained a blood glucose result suggestive of a serious injury with an ems meter possibly after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/14/2014), the patient¿s meter and test strips have been returned on 9/8/2014 and 10/6/2014, respectively, and evaluated by lifescan product analysis on 10/4/2014 and 10/9/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 07/18/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.